Event description:
It was reported to philips that the device does not power on; the ac indicator remains blank when plugged into ac. The battery led does illuminate. There was no reported patient involvement/adverse patient impact.